Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer received results of 20 mg/dl, 23 mg/dl, lo (less than 10 mg/dl), and 149 mg/dl on the compact plus system within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device however the test strips are no longer available; replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device will not be returned to manufacturer.

Event description:
Customer received results of 20 mg/dl, 23 mg/dl, lo (less than 19 mg/dl), and 149 mg/dl on the compact plus system within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device however the test strips are no longer available; replacement was sent.